Event description:
Reporter alleged blood glucose measured 521 mg/dl on the meter compared to a lab result of 146 mg/dl, when testing was performed 2 mins apart. No actions were taken or treatment reportedly received as a result. A request was made for the suspect device and replacement product was sent.